Manufacturer narrative:
Block e1: the initial reporter city is (B)(6). Block h6: imdrf device code a0501 captures the reportable event of pull wire detached.

Event description:
It was reported to boston scientific corporation that a 14mm gemini basket was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2023. During the procedure, a stone was captured with a gemini basket. While pulling out the basket, a part of the basket got stuck in the ureter. The stuck part was grabbed with a pair of pliers and pulled out. The reporter stated that the distal part of the basket assembly (pull wire with basket) was broken and detached. The procedure was completed using an alternative device. There were no patient complications as a result of this event.